Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "tubing malfunction and patient had some bleeding and chemo lot# unk. Drug: 5fu was being infused when the tubing came apart bleeding was caused because the filter came apart. Human harm: no. Delay in therapy: yes. Need for medical intervention: no".